Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a sureform 45 reload, installed on a sureform 45 stapler instrument, was incorrectly recognized. The stapler instrument would not fire across a vein and the system arm froze. No error/fault messages were reported at the time of the event. When the event occurred, the surgeon had intended to use a white sureform 45 reload with this stapler fire and fired across the pulmonary artery, but the stapler fire stopped mid-way. The customer was unable to unclamp the stapler instrument afterwards. At that time, the surgeon reportedly realized that the stapler reload was actually black instead of white. The customer said there was no system message to verify the reload installed. The customer manually unclamped the stapler instrument and converted the procedure to open surgery for an unspecified reason. Multiple attempts to obtain additional information have been made; however, no further details have been received.

Manufacturer narrative:
The sureform 45 stapler instrument was received for failure analysis investigations. A visual inspection displayed no signs of physical damage. The instrument was placed on an in-house system and initially failed the stapler reload recognition test; however, the graphic user interface (gui) appeared on the system asking for the color of the installed reload to be confirmed manually. After the gui was used to manually select the stapler reload color, the instrument passed the recognition and engagement tests. The instrument successfully fired twice using two white sureform 45 reloads without issue. The instrument was fully functional. There was no problem detected. The stapler logs for this procedure were reviewed. The sureform 45 stapler instrument was installed on the system 5 times and fired 2 sureform 45 reloads (1 green, followed by 1 white). On install 1, a green stapler reload was installed and the first clamp was successful. No firing was attempted. On install 2, the first clamp was successful, and the firing was completed with no pauses for compression. On install 3, the system failed to detect the stapler reload color and instead detected the lockout mechanism. On install 4, a black stapler reload was installed; however, no clamping or firing was attempted. On install 5, the system failed to detect the stapler reload color, and the user manually selected the white stapler reload color via the gui on the surgeon side console (ssc) touchpad. The first clamp was successful, but was followed by a firing failure. There is no unclamp event in the logs. The grip release tool was detected on the instrument about 30 minutes after the failed fire. The instrument was then force expired by the system as a result. The instrument was then removed and not used again in the procedure.

Manufacturer narrative:
Updated fields: h2, h6, h11. Additional information: additional failure analysis evaluation was performed on the sureform 45 stapler instrument. The instrument was installed on a da vinci xi system and correctly identified the stapler reload color automatically. The instrument was then installed on a da vinci 5 system with a new stapler reload and the installation resulted in a message to manually select the stapler reload color which is not a reload recognition failure. The instrument was fully functional, passing clamping, firing, unclamping, and intuitive motion tests. The instrument was removed from the system and visually inspected. The housing was removed and slack in the drive cable was observed. The partial fire that occurred during the procedure was not replicated through in-house testing.

Event description:
Refer to h11 for follow-up information.